Event description:
International customer reports that, the device functioned as intended for five days. All drainage ceased on post-op day five. The drain was deemed no longer necessary and was, therefore, removed. No adverse pt consequences were identified.

Manufacturer narrative:
Conclusion: the device functioned as intended. The device was removed on pod 5 at the end of its term of use, when all indications for a need for drainage ceased. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.